Event description:
Customer reported that the touchscreen of the pump was cracked and shattered, making it unresponsive. There was no adverse impact to the customer¿s blood glucose level. Technical support organized a replacement of the pump, and instructed the customer to switch to multiple daily injections as a backup therapy. Customer was guided to put the pump into storage mode and return the damaged device with a pre-paid label within ten days.